Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" foreign matter was found in 14 syringes. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: an animal owner reported that a liquid was found in the barrel. This issue was observed in one or two syringes in a polybag containing 7 products.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" foreign matter was found in 14 syringes. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: an animal owner reported that a liquid was found in the barrel. This issue was observed in one or two syringes in a polybag containing 7 products.

Manufacturer narrative:
Investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.